Event description:
It was reported that during an implant procedure, the lead experienced a repeated operation issue due to low r wave sensing. The helix was unable to be retracted. Possible evidence of fracture was reported. The lead was replaced to complete the procedure. No adverse patient consequences were reported.